Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The fenestrated bipolar forceps was analyzed, and fa investigations confirmed the customer reported complaint. The instrument was found with thermal damage at the yaw pulley. Black char marks were observed at the grip base, exposing the grip electrode. Any material missing is likely to be thermally induced rather than mechanically induced. The electrical continuity test still passed and there was no insulation damage observed to the conductor wire. The complaint regarding smoking sign on white part was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Root cause is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) fenestrated bipolar forceps. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided video was performed by isi clinical development engineer and the following additional information was provided: "from reviewing the video, I can confirm that there was arc at around 0:00:31 at the plastic over mold on fenestrated bipolar forceps jaws. Shortly before the arc, it looks like energy was applied with the mcs instrument at the location of the arc and I believe this might be the cause of the issue." The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the fenestrated bipolar forceps sparked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted abdominal testicular resection surgical procedure, sparks came out from the fenestrated bipolar forceps instrument. The robotics coordinator mentioned that the surgeon contacted them about the arcing issue during an in-service training. The technical support engineer (tse) reviewed the system logs and did not find any related errors. The customer used another fenestrated bipolar forceps to resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to confirm that the fenestrated bipolar forceps instrument was examined before the procedure with no issues noted. There was a smoking sign on the white part of the fenestrated bipolar forceps. The arc went from the monopolar curved scissors to the fenestrated bipolar forceps instrument. The surgeon was using monopolar blue coagulation when the arcing occurred and was dissecting. The cords were connected properly. The system settings were at 6 for cut and coagulation. The fenestrated bipolar forceps was in use for 15 minutes before the reported issue. There was no collision of tips, and the fenestrated bipolar forceps was on tissue when the issue occurred. There was no issue with the patient after the reported issue.